Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had some vt/vf episodes where a delivered shock was not effective; however the patient converted to sinus without intervention. In addition, the device exhibited possible undersensing. Additionally, the patient experienced a fall which resulted in injury. Programming was performed to address the issue.